Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix was bent, however it extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced due to reinsertion issues. It was specified that the lead helix would not deploy, potentially due to over-rotation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged from the rv into the atrium. As a result, the patient's device detected an atrial fibrillation (af) episode as a ventricular fibrillation (vf) episode and provided inappropriate therapy. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.